Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had an operation on their right testicle about three months prior to the report. Since then, the stimulation bothers the testicle area where he had the surgery. The patient feels strong and good stimulation in the right side, but he indicated that the left side needs to be stronger because he has more pain on the left side. The patient indicated that he cannot increase the stimulation due to its effect on the right testicle. The patient was redirected to his health care professional for reprogramming. There were no further complications reported.